Event description:
Technical services received a call on (B)(6) 2011. Caller wanted to know if technical services has heard of excessive noise with leads connected to this this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).